Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller unexpectedly shut down and restarted without issue.

Event description:
An impella 5.5 device was inserted via a right axillary/subclavian surgical arterial approach in a 71-year-old female patient for the indication of post-cardiotomy cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The patient was supported with extracorporeal membrane oxygenation (ECMO) as primary support prior to initiation of impella therapy. During impella 5.5 support, the device entered a "position unknown" state, and an automated impella controller (aic) abrupt shutdown occurred, followed by automatic restart without further intervention. Impella support resumed, and there were no reported additional sustained interruptions of pump function or required device exchange. The patient remained critically ill on ongoing mechanical circulatory support. Subsequently, a decision was made to withdraw care due to the patient¿s clinical condition. The patient expired. The death is being conservatively reported. Based on the available information, the patient¿s death is most likely attributable to post-cardiotomy cardiogenic shock (scai stage e), and underlying cardiac disease.

Manufacturer narrative:
Additional information was received that the patient expired. Sections b1, b2, b5, and h1 have been updated.